Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose levels, with a reading of 240 mg/dl. Troubleshooting was not possible at the time of the call. Found that the customer had not been trained on the insulin pump yet. Advised the caller that the insulin pump trainer would be contacted. Nothing further was reported.